Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The sensor replacement alert was presented to the user on october 14, 2023, on day 80 after insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 02 february 2024. G3. Date received by manufacturer updated to 11 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Health effect impact code updated to 4624. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.